Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
As was reported by the affiliate, the physician noted that the stent delivery system was fractured. Add'l info was received stating that the hub of the stent delivery system was fractured. This was noticed while prepping the device for dilation. There was no mishandling of the device. There was no damage to the packaging when received and the product looked normal when taken from the package. There was no reported injury to the pt. The target lesion location is unk. It is unk if the lesion was successfully treated with another device.